Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1022677 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1022677 test base part number 190-430 / lot 1022677. The lot met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot 1022677 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021. This MFR. Report addresses patient 1 of 3. The customer reported one (1) false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. The nasal used to swab both nostrils. Repeat testing was not performed. Rt-pcr confirmation testing was performed on nasal swabs generated negative. The customer stated the patient was symptomatic seven days earlier. The patient was not treated.

Manufacturer narrative:
This supplemental report is being submitted to update the medical device code, correct b4 and provide additional information regarding the rt-pcr test used. Please see updates to sections: b4, g3, g6, h2 and h6. Additional information: the rt-pcr test used in this case was manufactured by cobas 4800. B4 and h6 correction: the initial report was submitted on 4/23/2021.